Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Health professional reported left side capsular contracture, baker grade IV. Device was explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases, and deformation. Cloudiness in the gel was observed after autoclave cycle. Even though the device was weighed and determined to be overweight, it is not considered a workmanship issue since all units of the weight report are within specification when released in the manufacturing process. Based on the device analysis the final assessment is no observations found related with the complaint reported by the physician.

Event description:
Health professional reported left side capsular contracture, baker grade IV. Device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture, baker grade IV. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side capsular contracture, baker grade IV. Device was explanted.